Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the b30 error likely occurred due to the scope that was connected at the time of the phenomenon. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that during case set up, b30 communication error occurred with multiple 190 series scopes. The customer confirmed that the error was cleared before testing multiple scopes. The communication cable was reseated however, the b30 error and no image issue persisted intermittently. The customer stated that the scope socket was free of dust. Tac offered to send the qrg on b30 trouble shooting and cleaning kit maj-2087 but the customer declined and opted to send in the clv-190 to olympus for repair evaluation. The customer later reached back out and requested to cancel the return merchandise authorization. The customer confirmed that the issue was related to one of the scopes and not the clv-190. The device will not be sent in for repair evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 communication error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.